Manufacturer narrative:
The device was not returned for analysis. The electronic lot history record (lhr) review and similar incident query for this product were not performed because the part and lot number information were not reported and the product was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guiding catheter and balloon catheter during advancement causing the reported difficulty to advance and difficulty to remove. It should be noted that the account was reportedly performing a kissing balloon technique (kbt), which narrows the access through the guiding catheter due to the multiple devices inserted at once. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown because the part number and lot number were not provided. The additional nc trek device referenced is being filed under a separate medwatch report number.

Event description:
It was reported when performing a kissing technique a 3.5x38mm xience pro and an 3.5x15mm nc trek using a 6f guiding catheter became stuck. The stent and balloon were able to be removed. Another non-abbott stent and balloon were used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.